Manufacturer narrative:
(B)(6). Investigation summary: bd received samples from the customer facility for investigation. The samples were tested/evaluated and the customer's indicated failure mode for tube push off with the incident lot was not observed as all product specifications were met. A review of the manufacturing records was completed for the incident lot and no issues were identified. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for tube push off with the incident lot was not observed as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder the tube pushed off from the nonpatient end of needle.